Manufacturer narrative:
The dispatched service technician could identify problems with the vacuum pressure after checking the log file. The vacuum pressure is required for keeping the ventilator piston diaphragm in place and for the control of the apl bypass valve - both in automatic ventilation modes. Further inspection of the device revealed that the leak in the vacuum circuit was located at the cap of the apl valve, the tube nozzle was found half way broken off. The technician replaced the relevant parts, calibrated and tested the machine which was returned to use then. The area of breaking at the valve cap was subject to visual inspection at the manufacturer's. No indication for potential material or manufacturing defects could be found. It can be assumed that an impact of excessive mechanical force has led to the damage - the complaint rate reasonably suggest that the design is appropriate for the typical use condition. Dräger finally concludes that the workstation responded to the damage as designed; automatic ventilation was shut down to prevent from serious damages to the ventilator unit and the user was alerted to this condition by means of a corresponding alarm. Manual ventilation is still possible. No patient consequences have reportedly occurred.

Event description:
Refer to 9611500-2017-00385.

Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the anesthesia workstation exhibited a ventilator failure during use. There was no injury to the patient.